Manufacturer narrative:
Additional information: (method, results, conclusion). The returned screw inserter was evaluated. Visual inspection revealed the tip has fractured off. The patient was identified as having hard bones. It is likely that this caused the screw insertion force to be greater than the force that could be handled by the material of the inserters. This additional force would twist the inserter and cause the damage seen. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the tips of three screw inserters broke during screw installation within surgery. The screws were removed since they retained the tips, and the procedure was completed using alternative screws and inserters. There was a delay longer than 30 minutes associated with this event, but there were no reported impacts associated with the delay. This is report two of three for this event.

Manufacturer narrative:
UDI number: na. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00285 thru 3012447612-2019-00287.

Event description:
It was reported that the tips of three screw inserters broke during screw installation within surgery. The screws were removed since they retained the tips, and the procedure was completed using alternative screws and inserters. There was a delay longer than 30 minutes associated with this event, but there were no reported impacts associated with the delay. This is report two of three for this event.